Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient was inappropriately shocked by the implantable cardioverter defibrillator due to an incorrect interpretation of signal. The device appropriately classified the rhythm as an svt but the discriminators for svt were off in the vt2 zone. Programming changes were performed. The patient was in stable condition.